Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a surgery, when trying to screw in a biosure ha, the anchoring was noticed loose after the first torque. After taken out, about 4 mm of the screw tip was broken. This broken tip was left secured inside of the patient, as a back-up screw was used in the same bone hole; no issues this time when implanting. Neither surgical delay nor patient injuries happened in this case. For surgical preparation of the insertion site, considering a good bone quality, it was used a screw starter followed by the biosure screw on screw driver. A allograft type was used, with graft size 8 and tunnel size 8.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.